Manufacturer narrative:
Concomitant medical products: product ID 37081, serial# unknown, product type: extension; product ID 39565, lot# unknown, product type: lead. (B)(4).

Event description:
Additional information reported the patient¿s ¿visit¿ was planned for (B)(6) 2014. There were no further details available regarding the appointment at the time of follow-up. It was noted that during the previously reported impedance testing, the high impedances were found with ¿just a few contacts on the canal number 1.¿ the patient¿s system was noted to have been implanted for ¿more than 18 months¿ at the time of follow-up.

Event description:
Additional information received from the representative reported that the products involved will be returned for analysis.

Event description:
It was reported the patient no longer felt paresthesia at the time of report. Impedance testing was performed and found impedances ¿>10000¿ ohms. When the lead-extension connection was pushed, it was noted ¿the impedances were ok¿ and that the impedance issue ¿could be due to the extension.¿ an action was noted to have been planned but not yet taken at the time of report, however the exact nature of the action remained unknown. It was noted a ¿visit was planned¿ for the patient as part of the planned action. There were reportedly no patient complications associated with the event and the patient was alive with no injury at the time of report. The patient¿s implantable neurostimulator (ins) reportedly remained implanted, but ¿out of service¿ at the time of report. Additional information has been requested. A supplemental report will be filed if additional information is received.